Event description:
Study pt. After procedure in ccu, pt & bp echo done, showed pericardial hemorrhage, pt taken to or & pericardial 400 cc drained. Pt discharged in 8 days later, md states related to procedure unk related to angiojet.